Event description:
Patient reported the "line became disconnected from the port" with their lap-band system for the second time. Patient reported the "line became disconnected from the port" once before, approximately 4 years after implant, and patient stated "the doctor just re-connected the line," and the port was not removed and replaced at that time. This problem was noticed for the second time when the patient "was feeling hungry and gained all the weight back." Patient reported "the line and the port" of their lap-band system was then removed and replaced.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the patient's surgeon regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."